Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One rashkind septostomy catheter was attempted to be used. It was stated that the procedure was performed urgently on a newborn baby who was unable to be transferred to the angiography room at another site due to poor hemodynamic state. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues noted. The device was inspected prior to use with no issues noted. The device was prepped as per IFU with no issues noted. Resistance was not encountered when advancing the device and excessive force was not used. It was stated that five balloon passages were performed due to a rigid septum and insufficient initial result. It was reported that during the fifth maneuver, balloon rupture and embolization occurred. No patient injury reported.

Manufacturer narrative:
Add annex b, c and d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an inflation volume of 2 ml followed by 2.5 ml was applied. A second rashkind device was pulled however was unused and there is no alleged product issue reported against this device. It was reported that both the devices were discarded by the facility. Correction b1 correction/clarification: the embolised balloon material was not detected during imaging, it was not located. There were no clinical consequences and no localised ischemia as a result of the material embolism. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.